Event description:
It was reported that the pump¿s sleep/wake button was unresponsive, and a replacement pump with demo 32-inch infusion set tubing was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key or button, and the implicated device component was the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.